Manufacturer narrative:
Relates to (B)(6) (3014862188-2021-00500: test 2 of 2).

Event description:
User reported 2 false positive results. Negative by follow up test. Type or method of follow-up test not specified. This is report 1 of 2.